Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer states their blood glucose level was 500 mg/dl. Customer stated that they had problem with meter. Customer states the insulin pump ran out of battery and turned off. Customer stated insulin pump had low battery but customer forgot to change it. Customer stated they treated with insulin pump. Customer stated no troubleshooting done for this. Based on customer response issue was resolved. The devices will not be returned for analysis.